Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that shortly after the implantation an increase of the pacing threshold was noted via homemonitoring. The fluoroscope showed a strange loop in the ventricle. The physician found out that the lead was "not well tied" during implantation. The lead was repositioned without complications. No adverse patient side effects were reported. The lead was repositioned.